Event description:
It was reported that during the implant procedure, the healthcare provider removed the boot and extension and the end of the lead was frayed. The lead was replaced with a new lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_perc_extension, product type extension. Product ID 3889-28, lot# va0pr1j, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was doing excellent with effective symptom relief.

Manufacturer narrative:
(B)(4).